Event description:
The technical heart failure specialist team reviewed cardiomems waveforms and indicated they were suspicious of right ventricle morphology. Pending update from site.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.